Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer reportedly applies more force to the button in order to resolve the issue, and declined to troubleshoot the issue with tandem technical support.